Manufacturer narrative:
(Open circuit).

Event description:
It was reported that the pt was having difficulty adjusting this stimulation. The limit of the parameters had been reached. A couple of weeks later, the pt was in a storm. Lightening struck about fifty feet away from him and his device stopped working. Following this event, the pt felt no stimulation sensation and he experienced a loss of therapeutic effect. It was noted that open circuits had been discovered on the device previously. The pt was scheduled for replacement of his system. Further info is being requested from the hcp.